Event description:
It was reported via facility medwatch number mw5162657, that the patient underwent a spinal cord stimulator (scs) explant procedure as the implantable pulse generator (ipg) was unable to recharge and had communication issues while recharging. No further information could be obtained.